Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high pace impedances on the right ventricular (rv) lead. The pacemaker was replaced and the rv lead was surgically abandoned. An x-ray was performed, but no lead damage was observed. The lead was not tested via a pacing system analyzer. No additional adverse patient effects were reported.